Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Multiple attempts were made by tandem technical support to gather additional information, however response was recieved. There was no reported adverse impact.